Event description:
It was reported that during an endoscopic procedure, while using a cytology brush, the physician was unable to retract the device and the pt experienced a pneumothorax requiring the placement of a chest tube. No product was returned for eval.